Event description:
It was reported that a patient received an unrelated alarm, restarted peritoneal dialysis therapy, and reused single-use supplies during the set-up of therapy. The technical service representative explained proper procedures to the patient. A technical service representative advised the patient to restart therapy with new supplies, but the patient refused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient restarted therapy using the same disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.